Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. The patient began to experience elevated blood glucose symptoms of weakness, a headache, and leg pain. The patient was taken to the hospital. Upon arrival at the hospital, the patient's blood glucose level was around 400 mg/dl obtained on the hospital's meter. The hospital treated the patient with an IV drip and an unknown painkiller. The patient remained in the hospital for several hours until her blood glucose level stabilized and was brought down to 121 mg/dl. The patient was discharged from the hospital the same day. The infusion device was requested to be returned for product evaluation.